Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the intermit flicker image was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, the most probable root cause for reported failure and intermittent flicker image was due to fault in plug unit and printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited an issue where the image went out. The event occurred during a colonoscopy procedure while the patient was under sedation, and the device was inside the patient. The procedure was completed using the same device. There were no reports of patient harm.